Event description:
Stent thrombus. This pt underwent stent placement to treat an ophthalmic aneurysm. The enterprise stent was placed within a 180 degree bend of the carotid siphon artery without any difficulty. Approx 2 weeks later, an angiogram was done due to unk symptoms. The angiogram showed thrombus in the stent just distal to the bend. It was resolved with iib iiia.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.